Event description:
It was reported that the atrial lead exhibited noise. The lead would be monitored, no intervention was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).